Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had a CT scan at 8:30 pm the night prior to the report and while in the CT machine they experienced uncomfortable stimulation. The patient felt this sensation along the leg and stated that it travelled from their knees to their back. The implantable neurostimulator (ins) was giving them little buzzes. The patient had turned the ins off but had not turned the stimulation down to 0v prior to the CT scan. The CT scan was for leg injuries which were causing the patient problems. It was noted that the device was at its "last death row" and would need to be replaced soon. The patient had a doctor's appointment scheduled for (B)(6) 2016. They were implanted for multiple back operations. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that new information was provided by the manufacturer representative on how to power down the ins prior to CT scan. It was clarified that the uncomfortable stimulation was only experienced during the CT scan and the patient had yet to have another. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.